Event description:
It was reported that during a laparoscopic hysterectomy procedure, during the sealing phase with the new device, he was activating the att technology button over a vessel of 7mm and the inactive white tissue pad split in half. It moved to the edge of the jaw and as the sales rep noticed this she asked the doctor to remove it from the patient. On doing so, they noticed that the tissue pad was in two pieces and it fell onto the linen. This stage they had bleeding and the doctor used a hemolock clip to contain it. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: the device with the serial number (B)(4) was returned with the tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and generator and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.